Event description:
It was reported that the tip of an aviator draw rod for rescue screwdriver broke intra-operatively during screw removal. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and the returned draw rod was confirmed to have a fractured tip. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Device age approximately 7.5 years. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. The root cause of the reported event is normal wear and tear due to device age (as stated in device surgical technique, "consistent use of the instrument throughout its lifetime may cause fatigue". Additionally, the tip fracture occurred during removal of a plate from a fused area of the patient's spine, which may have required above average torsional force.

Event description:
It was reported that the tip of an aviator draw rod for rescue screwdriver broke intra-operatively during screw removal. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.